Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, the surgeon clamped the tissue and confirmed the device was in firing mode. The surgeon started the firing, however suddenly the firing was stopped. Squeezed the handle strongly for a few times, however the knife was unable to advance. Then the surgeon pulled the black return knob back and removed the device from the tissue. Replaced by a new cartridge, the firing was completed with no problem. The status of the patient is no problem.